Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the pump became warm to touch while connected to a power source resulting in a melted outer plastic lining of the cartridge. The customer experienced an elevated blood glucose (bg) level and dangerous trace amounts of ketones. The customer alleged bg level was a result of insulin degradation caused by the pump becoming warm. A manual injection was used to correct and the customer's bg level at the time of the report returned to 200 mg/dl range. The customer reverted to manual injections for diabetes management and declined a follow-up call from tandem technical support to verify that pump therapy was resumed.